Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Correction: this emdr is being submitted to correct the submitted d1 and d4. Additional information - this emdr is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation actions. Clinical evaluation: a clinical evaluation was conducted by a convatec's medical affairs specialist. From the information provided, a small lesion was identified producing puss, on examination by healthcare professional (hcp), antibiotic treatment was advised and worked effectively. Computed tomography (CT) scan carried out with no sign of abscess detected. Current quality controls during the manufacturing process: since the complaint did not include a specific lot number, the investigation used the part number and product description provided to identify the corresponding manufacturing line, the relevant product: natura wfr moldable cvx 22/45mm (1x10) us. Based on this information, process instruction (pi), corresponding to the convex 2pc, was identified. The associated in process controls were reviewed to confirm that the controls established for this manufacturing line are adequate to detect and prevent the reported failure mode. Test methods (tm) "visual nonconformities - laminated adhesive products": frequency: hourly, sample quantity: 5 samples, acceptance criteria: accept = 0/ reject = 1. Test methods (tm) "fabric collar to flange weld attachment strength": frequency: every 2 hours, sample quantity: 4 samples per station, acceptance criteria: not less than (nlt) 10n por 1" per strip. "Fabric collar visual inspection": frequency: hourly, sample quantity: 5 samples, acceptance criteria: fabric collar free of dirt, tears, cut puncture lines, and has a clean contour cut. Current quality controls during the packaging process: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods (tm) "visual nonconformities - laminated adhesive products": frequency: 100% during process, sample quantity: 100%, acceptance criteria: accept = 0/ reject = 1. Test methods (tm) "package seal integrity nonconformities": frequency: hourly, sample quantity: 2 blisters per die, acceptance criteria: accept = 0/ reject = 1. Process failure mode effects analysis (pfmea) and risk management: all inspections and controls are documented in pfmeca analyses for the manufacturing line. The severity of potential failure modes is rated as 4 (serious), and the occurrence is 1 (remote). According to risk management procedure standard operating procedure (sop), the likelihood of harm to the end user is considered highly unlikely due to the effectiveness of the controls in place. Findings: based on the review of manufacturing controls for the product listed above, it is concluded that robust quality systems are in place to detect and prevent both visual and functional failures. Although no lot number was identified in the complaint, the controls reviewed demonstrate a low risk of harm to the end user. These controls are documented and routinely verified to ensure product integrity and patient safety, even in cases where traceability is limited. Trend analysis: as part of the investigation, a review was conducted on infection-related complaints associated with sur-fit natura convatec moldable skin barriers. The analysis covered data from 2024 to 2026. The review confirms that the events are clinically heterogeneous and the associated investigations, based on the information provided, did not identify a consistent device defect or malfunction pattern across the records. Within the reviewed subset, there is no observable commonality, and the overall pattern does not indicate temporal clustering or progressive escalation that would, on its own, suggest an adverse trend attributable to a single assignable cause. Reported outcomes are consistent with multifactorial peristomal skin complications in an ostomy population, where clinical condition, individual skin tolerance, adjunct product use, and fit/sizing considerations may contribute to the reported harm. Based on the currently available complaint information, a unifying device-related mechanism has not been identified. Based on the data reviewed, there¿s no indication of a recurring or systemic issue. The complaints seem to be isolated events rather than part of a broader pattern. Personnel notification and training: as part of the investigation, the teams involved in the manufacturing of the affected product were informed about the reported issue. The goal was to raise awareness and reinforce the importance of inspection protocols, especially considering that no specific lot number was available. The notification sessions were carried out across all shifts, served as a reminder to remain vigilant and maintain high standards in daily operations. This effort helped ensure that everyone involved continues to follow established controls and remains attentive to any signs of deviation, even in cases where product traceability is limited. Conclusion: although no specific lot number was identified, the investigation incorporated a thorough clinical evaluation, a comprehensive review of manufacturing controls, trending analysis of related complaints, and personnel awareness efforts. The clinical evaluation concluded that information was provided, a small lesion identified producing puss, on examination by hcp, antibiotic treatment was advised and worked effectively. CT scan carried out with no sign of an abscess detected. Manufacturing controls across the relevant product were found to be robust, with multiple layers of inspection and risk mitigation in place. No deviations or systemic failures were identified. Trend analysis of harm "infection" from 2024 to 2026. The review confirms that the events are clinically heterogeneous and the associated investigations, based on the information provided, did not identify a consistent device defect or malfunction pattern across the records. Personnel involved in the manufacturing process were notified to reinforce awareness of the potential failure mode and the importance of inspection protocols, ensuring continued vigilance. Investigation outcome: no systemic issue was detected. The complaint appears to be an isolated case with no evidence of recurring product failure. Based on the available data and controls in place, the investigation outcome is inconclusive, with a low risk of recurrence. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The consumer reported that a parastomal wound with cellulitis from unknown number of skin barriers from an unknown number of market units. The end user reported that she noted a small pin sized hole near her stoma about ten days ago. She changed her pouch three days later and saw that the hole was larger, dime sized and full of pus with erythema surrounding the wound and her stoma. She saw her healthcare professional (hcp) and was prescribed bactericidal antibiotic levofloxacin for abdominal wall cellulitis. She continued to wear this skin barrier and called seeking recommendations as wound remains dime sized. Denied any hernias or bulges around her stoma. Denied any issues with leakage. Furthermore, the end user stated that the red skin had resolved, and the wound was no longer pus filled, noted a small amount of dried blood on back of wafer with pouch changes. Normally wears an ostomy belt but had discontinued it due to the wound. Connected to a gravity drainage bag. No photo was available at this time.